Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd894170 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The consumer stated the physician could not provide specific details about the intestinal infection and could not confirm that the infection was the cause of the peritonitis event. The cause of the event and culture results remain unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a home patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was an infection in the intestine. The patient was hospitalized for the event. Treatment rendered for the peritonitis event was unspecified antibiotics (dosage, route and frequency were not reported). On a later date, the patient was discharged from the hospital. The patient was recovering from the peritonitis event. Pd therapy and antibiotic treatment were ongoing. Additional information was requested, but is not available at this time. This is report 2 of 3.